Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Customer returned the completed complaint form. The affected product to be returned for evaluation. Further investigation to be carried out.

Event description:
Nt821731c - rn noticed leaking (cfs) cerebrospinal fluid on patients pillow. A crack was noticed at the proximal stop cock. Patient was unharmed.

Event description:
Nt821731c - rn noticed leaking (cfs) cerebrospinal fluid on patients pillow. A crack was noticed at the proximal stop cock. Patient was unharmed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Updated lot number to 118000999847 in section d4. Risk review: doc-035405 rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14. Cause: breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Risk severity: 3 (low). On 21 february 2024: awaiting return of the affected product.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The failure mode could not be replicated. No issue was found with the proximal stopcock. No cracks were found, and leak tests were performed to determine if there was any leak. The system was pressurized to 30 psi during the leak test. There could be a potential chance that the user did not properly close the stopcock valve or did not thoroughly connect an external component, such as a cap, to the stopcock. Failure mode: could not be replicated.

Event description:
Nt821731c - rn noticed leaking (cfs) cerebrospinal fluid on patients pillow. A crack was noticed at the proximal stop cock. Patient was unharmed.